Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 502 mg/dl while wearing the pod between 1 and 4 hours on the leg. The patient was vomiting. Patient was taken to the hospital where the pod was removed. The patient was treated with intravenous therapy with insulin, sugar and sodium chloride for the dehydration. The patient was released 10.5 hours later.

Manufacturer narrative:
Investigation found that the clutch spring failed to deployed due to the spring latch not releasing it. The spring latch was observed to be misaligned which resulted in the clutch spring not deploying. The failure of the clutch spring to deploy allowed the ratchet gear to freely rotate without the lead screw spinning, which resulted in the reservoir plunger not moving and remaining near the top of the reservoir. This led to the original download data appearing completely normal as no timeouts, drive stalls or hazard alarms were generated during the run to alert the customer that insulin was not actually being delivered. The failure of the clutch spring to deploy due to the spring latch being misaligned prevented insulin from being delivered properly.